Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings: the black box starts on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2013 have been overwritten. Review of the available black box and alarm history shows no eaw¿s related to the complaint. The total daily dose adds up correctly and reflects the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Investigators were unable to duplicate the complaint, information for the complaint is overwritten. The battery cap and cartridge cap were not returned; test caps used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(4) 2013 reporting that the patient¿s blood glucose (bg) level was 487mg/dl with vomiting and feeling terrible. The reporter stated that this occurred after a site change. The site was changed again and the bg continued to rise. Customer support (cs) reviewed the pump with the reporter and it was found that the tubing had not been primed again after the first site change. The reporter stated that they used the same tubing for second site change. This report is being made due to the patient¿s hyperglycemic event that resulted from not priming the tubing.